Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Patient had her ICD repositioned to sub-muscular due to fuid collection around device and pain. It was not thought to be infected and cultures sent to pathology. The fluid was removed and device placed sub-muscular. Device check and leads were satisfactory prior and after surgery.